Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the unit was received at the service center and evaluated. The reported problem was confirmed .the other defects were also identified and repaired. The following activities were performed: "micro": preventive replacement of o-rings performed according to service manual housing damaged - handle replaced motor does not turn: motor replaced short circuit in the motor cable - motor cable replaced resistance value out of specs: handcontrol set replaced unit cleaned functional test performed hipot test completed electrical safety test completed functional test acc. To test procedure completed safety test checklist enclosed per the input check report, the root causes for the defective device are stuck motor and short circuit in cable. The device was fully repaired. "The original serial number of the current device was sold as spare part, no DHR is available because original serial is manufactured by kimball is unknown". At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that during pre-surgery of acl procedure, it was observed that the micro tornado hp w handcontrol device was not working. According to the reporter, the power on button was not working. There was no delay in the procedure as a spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.